Manufacturer narrative:
The axium coil will not be returned for evaluation as the implant coil remains in the patient. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information.

Event description:
Medtronic received report of coil stretch during a procedure and get down through basilar and vertebral left in position. The patient was undergoing stent-assisted coiling treatment of a complex basilar tip, donut-shaped aneurysm with central calcification. During the procedure, a non-medtronic stent was in the right posterior cerebral artery. Afterward, two microcatheters were placed and 16 coils were deployed into aneurysm. It was reported that the physician was repositioning a coil when it stretched. Some manipulation was required during placement in order to avoid compromising the superior cerebral artery (sca) and posterior cerebral artery (pca). The physician attempted to remove the coil; the coil was stretched down through the basilar and vertebral arteries and was left in position. The physician believed the coil was stable; the physician chose to leave the coil as is without attempting intervention. There were no reports of patient injury.